Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation and delamination was received on set 29, 2022. With lot number 1309504. Based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on anterior assessed as surgical damage. Delamination: observed delamination total of the valve (adhesive failure) additional observations: crease flat observed on the surface of the shell. Wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.